Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the clip doesn't come out all the way, so clamped not all the way across item being clamped."

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not fire correctly. Case completed with a new device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2016. Batch # n90932. The analysis results of the el5ml device found that it was received with the jaw apperture out of specification. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed the remaining clip as intended. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.